Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an audible alarm the background test occurred during new interconnect board. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on 05-oct-2022 and attached to complaint object: the dates listed are dates that the pump was sent for repair. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
B5: additional information received on 22-aug-2022 via email and attached to complaint object: this pump was not involved in any incident that adversely affected a patient. Issue specified: needs password. Pump turned on and required code. Viewed alarm history and generated acu watchdog failure and primary audible alarm post. Reviewed repair history and this pump was sent for repair of same issue on 3/3/22, 3/30/22 and 4/14/22. In 2021 and 2020 has same issue. The speaker and battery have been replaced this month. Called tech support and he advised that most likely the pump has a bad interconnect board and they do not sell that part. Pump must be sent in for replacement. Will open repair request. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000. H6: correction: evaluation codes method:b21 [4118] - type of investigation not yet determined c139464.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a tamper seal. The top case was cracked by the front left bottom corner. Cracked left plunger case and no visible contamination. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test. The investigation was unable to determine the error. No external damage or contamination to the interconnect board or speaker was observed. No fault was found. As a preventative measure, the speaker and interconnect board were replaced. The root cause of the reported problem was undetermined/unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).